Manufacturer narrative:
Product was not returned, consumer threw it away.

Event description:
Consumer stated he almost choked on it. He wore it for one night. He felt like he had a secure fit before wearing it and this was his first time wearing the snoreguard. He stated it slipped off while sleeping.